Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the es fridge was unable to lock the door. The field service engineer (fse) worked with the customer to reboot both the station and the fridge. The error was cleared during troubleshooting. The customer confirmed that the issue was resolved after the procedure. The device was tested and functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the es fridge was unable to lock the door. The customer stated that this malfunction occurred while dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.